Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) was completed. The belt was fully functional upon receipt. There was no evidence of damage to the therapy electrode pads. Event problem and evaluation (other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.